Manufacturer narrative:
The programmer was not returned for analysis. The allegation in this complaint has not been confirmed by testing or analysis, however the probable cause was determined based on the complaint meeting CAPA/trend criteria. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that at a post operative check the right ventricular threshold was tested with a programmer. During the examination, the programmer could not be operated as the screen was unresponsive during threshold test and the output values from the implantable cardioverter defibrillator (ICD) continued decreasing even to low values. The threshold test was forcibly terminated. The interrogation was performed again after power cycling the programmer and there were no additional problems. The patient is no dependent on pacing. The ICD and the programmer continue in service. No adverse patient effects were reported.

Manufacturer narrative:
The programmer was not returned for analysis. The allegation in this complaint has not been confirmed by testing or analysis, however the probable cause was determined based on the complaint meeting CAPA/trend criteria. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that at a post operative check the right ventricular threshold was tested with a programmer. During the examination, the programmer could not be operated as the screen was unresponsive during threshold test and the output values from the implantable cardioverter defibrillator (ICD) continued decreasing even to low values. The threshold test was forcibly terminated. The interrogation was performed again after power cycling the programmer and there were no additional problems. The patient is no dependent on pacing. The ICD and the programmer continue in service. No adverse patient effects were reported. Additional information was received mentioning that the programmer remained in service after the initial failure as the fenomenon was not reproduced after. Then, several months later, at a pacemaker implant, the device was interrogated before surgery and set up, but the touch panel stopped responding again. The programmer was restarted and the procedure was finished after confirming that the touch panel responded, nonetheless, the programmer is expected to be returned for repairement.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device was not applicable due to an ink stain on the front laramie. The programmer was powered on and it was confirmed that the touchscreen was working appropriately. Error or fault codes were recorded in the programmer's logfile. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. The programmer was not returned for analysis. The allegation in this complaint has not been confirmed by testing or analysis, however the probable cause was determined based on the complaint meeting CAPA/trend criteria. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that at a post operative check the right ventricular threshold was tested with a programmer. During the examination, the programmer could not be operated as the screen was unresponsive during threshold test and the output values from the implantable cardioverter defibrillator (ICD) continued decreasing even to low values. The threshold test was forcibly terminated. The interrogation was performed again after power cycling the programmer and there were no additional problems. The patient is no dependent on pacing. The ICD and the programmer continue in service. No adverse patient effects were reported. Additional information was received mentioning that the programmer remained in service after the initial failure as the phenomenon was not reproduced after. Then, several months later, at a pacemaker implant, the device was interrogated before surgery and set up, but the touch panel stopped responding again. The programmer was restarted and the procedure was finished after confirming that the touch panel responded, nonetheless, the programmer is expected to be returned for analysis.